Manufacturer narrative:
Device is a combination product. Age at time of event - under 18 years. Device evaluated by MFR.: promus element plus, mr, ous 2.50 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the 1st proximal stent strut row was lifted and pulled distally. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 2.50x32mm promus element plus drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event - under 18 years.

Event description:
It was reported that stent damage occurred. A 2.50 x 32mm promus element plus drug-eluting stent was selected for use. However, during unpacking, it was noted that the stent struts were lifted up. The procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.